Event description:
It was reported that the patient's driveline had damage. A clamshell repair was performed on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the silicone, distal-end bend relief near the metal connector of the patient¿s driveline, was confirmed through the account¿s submitted photograph as well as through the onsite evaluation by an abbott technical services representative. The account reported that the patient had damage to their driveline. Review of the submitted image revealed a crack in the outer silicone sleeve adjacent to the tapered portion of the distal-end bend relief where the nipple housing of the metal connector is located on the driveline. The damage appeared to be cosmetic only. A clamshell repair was requested and successfully performed on 30mar2022. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01may2018. The hmii lvas instructions for use (IFU) and patient handbook provide information on how to care for the driveline. Furthermore, these documents address damage due to wear and fatigue of the driveline as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.